Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006 this patient was implanted with a gore excluder aaa endoprosthesis. Nine months later, the patient presented with abdominal pain of unknown cause. Two days later, the physician converted the patient and found the devices to be surrounded by infectious fluid. Both devices were explanted. The patient's aorta was repaired using a surgical vascular graft. The patient reportedly tolerated the conversion well. The devices are being sent back to gore for examination.